Event description:
It was reported that this right ventricular lead exhibited oversensing during an atrial fibrillation episode. Reprograming of the system and further evaluation of the patient were discussed. This lead remains in service. No further adverse patient effects were reported. Requests have been made in order to inquire about the model/serial number of the lead, however, at this time, no further information is available.